Event description:
Infusion pump/medical reservoir cassette failures. I am a patient with pulmonary arterial hypertension being treated with a 24-hour infusion of epoprostenol. I've been on this treatment for almost 5 years I have had repeated pump/cassette malfunction for several months now. Every time a pump malfunctions, I do not receive the life-saving medication. Every pump malfunction is life threatening. Have been reporting the malfunctions to (B)(6) specialty pharmacy, and they have been trying to help by sending replacement pumps and cassettes but the problems have continued. I would like more oversight from the FDA about these issues.